Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pacemaker - 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of 'twitching,' and diaphragmatic stim was observed. The ventricular lead output was programmed down, and the stimulation resolved. Additionally, the atrial lead exhibited undersensing. The atrial lead sensitivity was reprogrammed, but still resulted in some oversensing. An atrial lead polarity change was recommended. Both the ventricular and atrial leads remain in use. No further patient complications have been reported as a result of this event.